Event description:
It was reported that the lead had positioning/fixation difficulty and was unable to be repositioned. The lead was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; proximal segment was returned and analyzed.the lead was returned with the helix fractured, also the helix was pulled off and not returned. Distal conductor stretched. Blood/body fluid in/on distal conductor(not obstructed). Fracture in distal conductor(overstress). Lead is stretched and apparent explant damage.